Event description:
It was reported that the system shut down on its own. No pt injury or death was reported associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The pcbs in the workstation were reseated and the service node was reloaded. The system was tested and found to be working as intended and returned to service.